Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2018; 310f31 tissue valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.